Event description:
The customer stated that she is pregnant and in the hospital for help controlling her blood glucose levels. The reported blood glucose reading was 210 mg/dl. The customer is staying at the hospital to work out a diet regime to control her blood glucose. The customer declined to perform troubleshooting because she does not feel it is an issue with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.